Event description:
It was reported that during a surgery, while performing verification, the laser was no longer visible on the screen to verify surface matching. Resident believes that the laser turned off and on for no discernible reason. Verification was cancelled and re-started. Verification was completed successfully and seeg proceeded. The company field service engineer shutdown and restarted system while surgeon and resident did sterile prep because arm seemed to be moving abnormally. The arm was reported to not responding to haptic feedback with expected motion. It was jerky and did not move smoothly. This was noted while the optical distance sensor was still attached that the movement was noted. Patient under anesthesia, no incision made. Delay less than 5 minutes.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. A review of the log files from the subject event was performed. This confirmed that during the verification step, the fifth point could not be checked due to a failure in the signal of the laser beam. As the verification required to be restarted, it is assumed that the laser remained not visible on screen after the loss of signal. Tests on manufacturing site confirmed that the issue was due to the laser signal disturbance. Even if the behavior from case was already encountered during routine tests on manufacturing site, the event could not be reproduced in the context of the investigation. Therefore, the issue seems to be random and not reproducible. A factor of the issue could be the connection wire of the distance sensor. Nothing in logs was found about the abnormal movement of the arm mentioned in the complaint description. No element permits to confirm this second issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during a surgery, while performing verification, the laser was no longer visible on the screen to verify surface matching. Resident believes that the laser turned off and on for no discernible reason. Verification was cancelled and re-started. Verification was completed successfully and seeg proceeded. The company field service engineer shutdown and restarted system while surgeon and resident did sterile prep because arm seemed to be moving abnormally. The arm was reported to not responding to haptic feedback with expected motion. It was jerky and did not move smoothly. This was noted while the optical distance sensor was still attached that the movement was noted. Patient under anesthesia, no incision made. Delay less than 5 minutes.

Event description:
It was reported that during a surgery, while performing verification, the laser was no longer visible on the screen to verify surface matching. Resident believes that the laser turned off and on for no discernible reason. Verification was cancelled and re-started. Verification was completed successfully and seeg proceeded. The company field service engineer shutdown and restarted system while surgeon and resident did sterile prep because arm seemed to be moving abnormally. The arm was reported to not responding to haptic feedback with expected motion. It was jerky and did not move smoothly. This was noted while the optical distance sensor was still attached that the movement was noted. Patient under anesthesia, no incision made. Delay less than 5 minutes.

Manufacturer narrative:
Optical distance sensor was returned at manufacturing site on (B)(6) 2020 along with its laser offset plate s/n (B)(6) and the screws s/n (B)(6). After analysis of the returned product, it was determined that the conclusions of the initial investigation are confirmed.